Manufacturer narrative:
A series of photos were shared by the customer, 2 samples were observed to be broken from the chemolock, no anomalies or damage are observed on the photos. Two (2) used samples #kl-bs001u3, chemosafelock bag spike were returned for evaluation. As received the chemolock was observed to be separated from the body. No additional mating device was returned for evaluation. No mating device was returned. An errant solvent inside the fluid path of chemolock was observed in both samples. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where the reporter stated occlusion happened twice. There was unknown patient involvement and unknown patient harm. No further information on the complaint was provided.